Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that a vessel dissection occurred. The 26 mm fibro calcific target lesion was located in the moderately calcified left anterior descending artery. A 28 x 3.00mm promus premier drug-eluting stent was advanced for treatment. After deployment, a dissection was noted which was covered with another drug-eluting stent. The procedure was completed with no further patient complications reported.